Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort due to the ipg moving in the pocket. The patient underwent a revision procedure wherein the ipg pocket was relocated. No device malfunction was suspected. The patient was doing well postoperatively.